Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen goes blank when they go to charge and they can't reactivate it and has to pop the battery out to get it back to normal function. The caller states the patient (pt) claims the controller is fully charged when initiating a charge session. The caller states the screen just goes blank and wont turn back on. The caller states that they noticed the pt's 'paddle' looks loose and 'very bendy' but pins are in tact and they would like both products replaced. Technical services (tss) electing to place these in one record as event dates are unknown and caller is calling about general issues with recharging. The caller states because of these issues the pt is complaining it is taking too long to charge their ins. A replacement controller and recharger telemetry module (rtm) were sent out. No symptoms were reported. No new information. It was reported the patient did not receive the controller pouch with their replacement, so a controller pouch was sent out.